Manufacturer narrative:
(B)(4).

Event description:
It is reported that after the implant was opened in the field that a hair was noted on the device. It is unknown if the hair came in packaging or if it was from the surgical area. The surgeon chose to use a different implant to complete the surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional: updated complaint sample was evaluated and the reported event was not confirmed inspection found no hair present on the articular surface. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause of the event cannot be determined as no failure was detected. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.